Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/19/2022, it was reported by a sales representative via email that an ar-2636 knotless fibertak tigerlink shuttle suture breaks before the repair suture (blue) can be pass through the implant. This was discovered during a procedure. Additional information received on 12/20/2022 : procedure occurred on (B)(6) 2022 and was completed creating a new bone socket and using an ar-2923ps peek pushlock. During the procedure a total of (4) ar-2636 knotless fibertak tigerlink shuttle suture broke. All broken fragments were retrieved and due to delay in the case, patient was administered additional anesthesia.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which shows the suture broken. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.